Event description:
Per independent repair center statement alleged that the unit would not start and the power switch alarm would not function. The key failure is compressor locked up. The seive beds saturated/odor.